Event description:
A primary nurse (caregiver) reported to our distributor that two mr370 reusable adult humidification chamber cracked while in use. Both chambers apparently had not been cleaned as they had not been used for long enough, however, the nurse stated that she's used the same chamber model for the last five years and would usually clear, them with control 3. She also reported that a fisher & paykel healthcare mr410 respiratory humidifier and an adult disposable breathing circuit manufactured by pulmonetic was in use. Our distributor added that the two chambers cracked over is a period of three weeks prior to this report. The cracks were reportedly at the bottom of the chamber plate causing water to leak. They also reported that the mr370 was used with a pulmonetic ltv950 ventilator at a peep setting of 25 pressure support/pressure control. With frequency set at 24. They also stated that a fisher & paykel healthcare hc500 respiratory humidifier was in use. The patient reportedly required hospitalization due to fluid in the left lung. Doctors allegedly changed aerosol medication and prescribed an antibiotic.

Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.